Manufacturer narrative:
Follow-up information received on 18-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was found that one was not in her tube / found that she had one embedded in uterus (interpreted as embedded device in uterus) and a surgery was done to remove it. She also had heavy bleeding (interpreted as genital bleeding) and the other essure that was still in her other tube had perforated through the tube (interpreted as fallopian tube perforation) therefore it had to be removed, along with the fallopian tube. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date and mechanism of the fallopian tube perforation and device embedment in uterus were not reported. However, given the nature of these events, causality with essure cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event heavy bleeding, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. Further information could not be obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that at follow-up it was found that one coil was not in her tube and the other had not worked; it was found that one was embedded in uterus and a surgery was done to remove it. She had a 3rd surgery to fix tube that essure did not stay in. She had heavy bleeding and pain for months, and had a 4th surgery to look and found that the essure which was still in her tube had perforated through her tube, therefore, it had to be removed as well; the whole tube had to be removed. Now to the day of the report, she has a lot of abdominal pain and problems from these implants. Product technical complaint investigation received on 12-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was found that one was not in her tube / found that she had one embedded in uterus (interpreted as embedded device in uterus) and a surgery was done to remove it. She also had heavy bleeding (interpreted as genital bleeding) and the other essure that was still in her other tube had perforated through the tube (interpreted as fallopian tube perforation) therefore it had to be removed, along with the fallopian tube. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date and mechanism of the fallopian tube perforation and device embedment in uterus were not reported. However, given the nature of these events, causality with essure cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event heavy bleeding, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. Further information has been requested.